Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. Two fiducial markers were placed prior to injection. The procedure was performed under local anesthesia, and the hydrogel injection was successfully confirmed under ultrasound. During the placement procedure it was noted that a connection issue occurred between the vented vial adapter and the vial. Additionally, a connection issue was noted between the device and the patient. The procedure was completed with the same device, and no medical intervention occurred. It was further reported the site noticed a possible rectal wall infiltration. The patient current condition was not reported at the time of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Manufacturer narrative:
Block e1 initial reporter information and block b5 have been update with the additional information received on october 12, 2023. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. Two fiducial markers were placed prior to injection. The procedure was performed under local anesthesia, and the hydrogel injection was successfully confirmed under ultrasound. During the placement procedure it was noted that a connection issue occurred between the vented vial adapter and the vial. Additionally, a connection issue was noted between the device and the patient. The procedure was completed with the same device, and no medical intervention occurred. It was further reported the site noticed a possible rectal wall infiltration. The patient current condition was not reported at the time of this event. No further information has been obtained despite good faith efforts. Additional information received on october 12, 2023. On (B)(6) 2023, was reported the patient had a very slim to nearly no tissue between prostate and rectum, therefore the handling of preparation for injection was more complicated than expected. It was further reported on (B)(6) 2023. The device hydrogel was misplaced in a non-vascular location, the event did not lead to a serious adverse event.